Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® ex hex tapered implant 4 x 10mm (boet410) with mount was returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount and screw. Functional testing was performed. The mount and screw were stuck in the implant and could not be disengaged. Device history record (DHR) review was completed for the subject lot number (2020011904). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2020011904) was performed for similar event using keyword does not disengage/release and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the doctor could not disengage the mount from the implant during procedure. Another implant was placed to complete the procedure (5x10)